Event description:
The patient had generator replacement surgery on (B)(6) 2012. Attempts for product return have been unsuccessful to date, as the hospital indicated that the device was discarded.

Event description:
A nurse practitioner reported on (B)(6) 2012 that a vns patient was being referred for generator replacement due to the battery being almost dead. Additionally, the patient has been experiencing an increase in seizures lately that the practitioner attributes to battery depletion. However, since the patient is implanted with a model 103 generator, the patient should still be receiving the intended stimulation, unless the device has been disabled due to the battery dropping below threshold. However, attempts for additional information have been unsuccessful to date, so it is unclear if the device is at eos=yes. The nurse practitioner was not sure if the battery was disabled at the time of the report. She also did not have any additional information regarding the patient's seizures other than the increase is very recent. Although surgery is likely, it has not occurred to date.